Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred every time the user finished the fill tubing portion of the load sequence. The user's blood glucose level was 129 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.